Event description:
A report was received that the patient was not receiving the anticipated therapeutic effects from the left lead. The physician also assessed that the lead was causing capsular effects on relatively low stimulation settings, and that the lead appeared lateral. Patient underwent a revision procedure and was doing fine post operatively; however, it was noted that there were high impedances on two contacts. No additional information has been reported.

Manufacturer narrative:
A review of the manufacturing documentation revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not receiving the anticipated therapeutic effects from the left lead. The physician also assessed that the lead was causing capsular effects on relatively low stimulation settings, and that the lead appeared lateral. Patient underwent a revision procedure and was doing fine post operatively; however, it was noted that there were high impedances on two contacts. No additional information has been reported.